Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the asr devices. The asr platform has been discontined/obsoleted and will not be investigated further. No other reports were found in the databases against the femoral stem. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege the patient suffers from pain, numbness, loss of mobility, infection, and elevated metal ion levels. Update 8/31/2012 - pfs was received. Part/lot information was identified by invoice search. There is no new information that would change the outcome of the investigation. Update rec'd 4/2/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated leg length issues and subluxation of the stem. The stem is being added to the complaint. There was no mention of infection or increased metal ions in the revision operative note. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/26/2014.